Event description:
New information received notes that the lead was found to be fractured. The lead was explanted.

Manufacturer narrative:
.

Event description:
It was reported that the patient presented in the emergency room after receiving inappropriate high voltage therapy. Noise was observed on the lead. Programming changes and lead revision were suggested. No further information is available at this time.